Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the physician encountered difficulties when trying to tighten the right ventricular (rv) lead into the ventricular port, the wrench was getting stuck. The physician used a second wrench and this was getting stuck as well, in both ventricular and atrial ports. The implantable pulse generator (ipg) was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.